Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose levels of 39 mg/dl. The customer was changing the infusion set at the time of the call. Assisted customer with changing the infusion set. The customer believed that the insulin pump was functioning and would call back if she needed to troubleshoot an issue. The customer believed that the settings needed to be adjusted. The customer also stated that they were hospitalized a week prior to (B)(6) 2015 due to high blood glucose levels of over 700 mg/dl. The customer stated there were no significant events leading to the hospitalization. Nothing further reported.